Event description:
A surgeon reported a pt experiencing decreased visual acuity following an intraocular lens (iol) implant procedure. The surgeon further reported that glistenings were observed in the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 04/24/2009.